Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was further described as compromised, unstable, (not further specified) and old, which was thought to be causes of the peritonitis, however, not medically confirmed. On the same day as peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics during the hospitalization. On an unreported date, dianeal therapy was discontinued. At the time of this report, the patient was on hemodialysis, the peritonitis was not resolved, and the patient was not recovered from the event. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13l02031 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.